Manufacturer narrative:
(B)(4). (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment of an abdominal aortic aneurysm and a right common iliac artery (rcia) aneurysm with gore® excluder® iliac branch endoprostheses and gore® excluder® aaa endoprostheses. The iliac branch component (ibc) (ceb231010a/16256081) was implanted in the rcia and the internal iliac artery was was implanted with two internal iliac components ( hgb161407a: (15547269 or 15406874) and hbg161207/15930554. Post deployment of the ibc the physician made attempts to reposition the device a bit more distally, but was unsuccessful. The device remained approximately 1cm more proximal than intended, and positioned above the aortic bifurcation. The physician then attempted to advance a guide wire from the left side and cannulate the contralateral gate but it was unable to as the ibc component blocked access at the bifurcation. Attempts at cannulating the left side were abandoned and an additional trunk ipsilateral leg endoprosthesis was used to perform an unplanned aorto-uni-iliac (aui). A rlt231412j/16405074 was advanced from the right side and deployed from the renal arteries. The ipsilateral leg was then deployed and connected to the ceb231010a. Reportedly the rlt231412j was deployed distal to the intended position, and two 23 mm gore® excluder® aortic extenders were implanted proximal to the rlt231412j for proximal extension. Two more aortic extenders ( 23mm and 26mm) were then implanted within the proximal rlt231412j for occlusion of the contralateral leg to form aui. At this time a type iii junction endoleak was observed between the ceb231010 and rlt231412j and a contralateral leg component (pxl161407/14093875) was implanted to treat the type iii endoleak but was reported to have not resolved the endoleak. A femoro-femoral bypass was then performed to save the blood flow to the right lower extremity. The procedure was finished without further reported issues. The patient tolerated the procedure. A dissection of the right distal internal iliac artery was reported to have occurred due to the guidewire manipulation from another manufacturers guidewire during implanting of the gore® excluder® iliac branch endoprostheses. No treatment was performed for the dissection.